Event description:
It was reported that the sheath had a clot present on the tip and the patient experienced thrombosis. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After the transseptal puncture was performed and the dilator was removed something that appeared to be a clot was observed on the tip of the sheath. The sheath was removed and the clot was able to be extracted. The procedure was completed with the original sheath. The sheath will not be returned for analysis as it was disposed.